Event description:
A surgeon reported that air was in the infusion line during surgery. The surgeon clamped the line and was able to complete the procedure with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).